Event description:
The caller reported that the pt has had a size 8dct tracheostomy tube in place for approx one month. The caller stated that in 2008 part of the inner cannula came off while in the pt and the hub has totally come unglued from the tube. The caller stated that there was no additional treatment given other than the tracheostomy tube was replaced with no pt harm.

Manufacturer narrative:
The tube was discarded and therefore unavailable for failure investigation. The lot number was provided and the MFR will review the lot history records. No analysis or conclusions can be drawn without the device.